Event description:
It was reported that an ilet user observed the pump screen become pixelated when attempting to announce a meal after wearing the device in an exercise belt while working in heat, and the user switched to backup therapy; blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included no functional impact on glycemic control and no need for medical care. Investigation included remote troubleshooting and user education, confirmation of shipping details, guidance to sync data and shut down the device, and arrangement of a replacement unit with instructions for return of the original. Investigation of the returned device revealed a display malfunction consistent with screen visibility failure of the user interface component, with environmental heat exposure and carrying method reported by the user as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display with a probable environmental contribution.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.